Event description:
Additional information received reported that the patient received assistance and her concerns were resolved.

Event description:
It was reported that the patient had a bladder infection and on (B)(6) 2013 the patient was given antibiotics to take. It was noted that the patient would receive the permanent implant on (B)(6) 2013. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown. Product type: lead. (B)(4).